Manufacturer narrative:
Follow up #2 (B)(4): additional information: the supplemental sent was for the pump serial number (B)(4) and the cartridge.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the last basal delivery was on (B)(4) 2013. There was no activity outside of normal use and the total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump powered on during testing and displayed the verify screen. The display screen was found to be faded; a test screen was installed and displayed normally. The pump was primed with no issues and exercised for 24 hours; there was no delivery interruption or air bubbles during the duration of the testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The force sensor calibration reading was found to be within specifications. The pump was opened and no internal defects were found. A returned sample from lot number b- 201950 was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that over the past two months the patient had an issue with many bubbles in cartridge and tubing. The reporter stated that they believe this has been the cause of high blood glucose (bg) levels. Customer support (cs) educated the reporter that most likely this is a cartridge issue. The reporter stated she feels it is not the cartridge but a pump malfunction. The reporter stated that the patient had a bg of 30mmol/l with thirst, moodiness, and stomach pain. The reporter stated that when bg reading has been that high there have been no issues with sites only visible bubbles in cartridge and tubing. The reporter stated that the cartridge is not being overfilled. The reporter stated that they always use insulin directly from the fridge. Cs recommended the reporter that room temperature insulin be used. This report is being made due to bg excursion the patient experienced due to air bubbles issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.